Event description:
It was reported that during revision surgery normal procedures were followed on reaming of the hip. The distal canal was reamed to 16mm. Then the surgeon proceeded to broach up to a #9 press fit with a 14.5mm distal tip. Over 30 minute surgery delay reported.